Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned gii femoral locking implant impactor indicated that the button head and sleeve disassembled, causing the impactor arm to be disassembled from the device. The sleeve and button head were not returned. This device was manufactured in 2002, showing sign of use/wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the impactor broke during the procedure.